Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer was reusing insulin and using the cartridge and infusion set longer than the recommended period. Tandem technical support informed customer that insulin reuse and using cartridges and infusion set longer than the recommended period is off label per the tandem user guide. The customer successfully changed the pump supplies and resumed insulin therapy.